Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level (value not provided); with high ketones. Customer gave a manual injection and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and was released from ER "less than 24 hours after arrival" with the issue resolved and no permanent damage. Ultimately, customer reverted to manual injections for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.